Event description:
A nurse reported that at the beginning of an extremely dense, hard cataract surgery, irrigation/aspiration issues occurred. This patient was the third patient of the list. There was an occlusion warning tone on the system. The surgeon removed the handpiece from the patient´s eye. The handpiece was reprimed. The surgeon restarted the procedure but there were irrigation/aspiration issues again and the occlusion tones persisted. There was also handpiece heating because there was not enough flow to cool the tip. The surgeon removed the handpiece from the patient´s eye but, as result of the event, a corneal burn occurred (anterior and posterior). The corneal burn took place at the entry site of the phaco tip, where the needle is enclosed by a protective sleeve. The surgeon exchanged the handpiece, the tip and the cassette. Before entering the new handpiece in the eye, the surgeon checked the handpiece´s irrigation and aspiration in a pot of balanced salt solution without any issue. The surgeon completed the procedure without further incident. As result of the event, the patient experienced wound leakage and iris prolapse. The patient required a large amount of stitches and the surgeon informed the patient will have a slow healing with a permanent scar and may need a corneal graft. According to the theatre staff, they have not been flushing the phaco handpieces immediately after surgery and occasionally, when starting surgery, the system displayed intermittently 'occlusion' for approx 10-15 seconds. The occlusion display used to clear after a while as if initially something was partially blocking the handpiece. Additional information has been requested but not received to date. This is one of four reports being filled for this event. This report is for the second patient.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: a clinical annalist reviewed the case. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The centurion vision system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. There is no evidence contained within the reported information at this time that indicates that the design or performance of the centurion system or phaco handpiece caused or contributed to the corneal burn. The system and handpiece were examined and the reported event was not replicated. The system and handpiece were tested and found to meet product specifications. According to the theatre staff, they did not flush the phaco handpieces immediately after surgery. The product met specifications at the time of release. The root cause of the reported events can be attributed to the inappropriate cleaning of the handpiece by the customer. The system and handpiece were examined and the reported event was not replicated. The system and handpiece were tested and found to meet product specifications. According to the theatre staff, they did not flush the phaco handpieces immediately after surgery. The product met specifications at the time of release. The root cause of the reported events can be attributed to the inappropriate cleaning of the handpiece by the customer.